Event description:
During remote follow-up, oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the oversensing was due to noise on the right ventricular (rv) lead. The physician alleged lead damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.